Event description:
It was reported that a deep brain stimulation (dbs) patient experienced inadequate therapy for her hemiballismus. Attempts to reprogram the dbs device were made, however were unsuccessful. It was noted that the dbs was used to treat for an off-label use and performed as expected however the patient did not receive adequate therapy and elected to remove the dbs per the physicians assessment. The patient underwent a procedure where the dbs implantable pulse generator (ipg) and lead extensions were removed. Physical analysis of the dbs ipg and lead extensions was not performed as they were disposed by the facility. The patient did well post-operatively.

Manufacturer narrative:
Block b3: date of event unknown. Approximated based on date the manufacturer becoming aware of the event. Additional suspect medical device components involved in the event: product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7031195. Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7036735.